Event description:
Caller reported that pump battery would not charge, but there was no adverse impact to the customer¿s blood glucose level. Caller was informed not to use third-party cables or wall adaptors unless specifically instructed. Despite attempts to resolve the issue by trying different wall outlets, adapters, and cables, the problem persisted. Technical support decided to replace the pump, confirmed the warranty and shipping details, and provided instructions for pump transport and return. Customer planned to use multiple daily injections as a backup therapy.